Manufacturer narrative:
The device has not been returned for eval. A supplemental report will be submitted if any additional info is received. The lot number was not provided; therefore the sterilization and lot history records could not be reviewed. Report 1 of 3. See 1920664-2013-00137 and 1920664-2013-00138.

Event description:
The user facility reported the surgeon was using the mics needle for the first time when the posterior capsule was ruptured. It was noted there was a burr on the tip and side of the tip of the needle. They opened a new needle to complete the surgery. The pt required a vitrectomy. Additional info has been requested.